Event description:
It was reported that non-sustained post-paced t-wave oversensing was observed when the patient presented for a routine follow-up. Programming changes were made.

Manufacturer narrative:
(B)(4).